Event description:
Cryo catheter in patients body, problem with signals, and also an error message on the cryo machine showing problem. Cables replaced, problems persisted. Catheter removed. Further consolidating ablation performed. Procedure completed successfully.